Event description:
It was reported that during da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps was found to have a broken cable causing an issue in grasping and moving the jaws. It was unknown if fragment fall into patient following the cable breakage. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, the reporter was not able to provide that information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned to intuitive surgical, inc. (Isi) and completed the investigation. Failure analysis investigations confirmed the customer reported complaint of "instrument iron wire was broken intraoperatively which caused as issue in grasping and moving the jaws.¿ failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. No functional test could be performed due to the cable breakage. Root cause of broken grip cable ¿distal is attributed to a component failure. Additional observation: signs of corrosion/contamination were found on the instrument bearings upon housing removal. Input disk bearings exhibit brownish-orange discoloration. Improper cleaning during reprocessing most commonly causes this failure. Failure analysis found the additional failure of corroded/contaminated bearings. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for maryland bipolar forceps part#471172-16 / lot/serial# (B)(4) was last used on (B)(6) 2022 on system sk1870 with 5 uses remaining. No investigation required as no image or video clip for the reported event was submitted for review. Based on the additional information obtained from customer, this complaint is being reported due to the following conclusion: it was alleged that the instrument cable broke and it is unknown if a fragment fell inside the patient during a da vinci assisted procedure. If a fragment did fall inside the patient, it is unknown if it was retrieved or not. Although failure analysis did not identify any missing fragments, the customer noted that it was unknown if there was a fragment that may have fallen inside the patient. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.